Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation/removal difficulties were encountered. The physician deployed a taxus express2 (unknown size monorail) into an unknown vessel and met with a lot of resistance when trying to withdraw the balloon. He inflated the balloon to 14 atms, then dialed down to neutral. The balloon would not deflate for 1-1 1/2 minutes. The physician switched to a 60 cc syringe and was able to deflate the balloon and remove the delivery device. No additional info is available.